Manufacturer narrative:
The reported event was lead dislodgement. A complete lead was returned in one piece for analysis. Visual inspection of the lead found the helix to be retracted and clogged with blood/tissue. X-ray examination found no anomalies to the lead body. After cleaning, the helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification.

Event description:
New information received notes the patient had no symptoms prior to the procedure. The patient was stable throughout.

Event description:
It was reported that the right ventricular (rv) lead was dislodged. The rv lead was explanted and replaced. Further information was requested but was unavailable at this time.